Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected fields: a2, a3, a4.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) found damaged battery cable. Replaced battery cable. Performed functional check and safety test. Also performed pm. Unit cleared for service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) unit turned off during patient transport. There was no patient harm reported.